Manufacturer narrative:
Investigation confirmed the surgical case was completed with screws that deviated from the plan. The screws were repositioned intra-operatively to new trajectories using the excelsius gps system. The user technique resulted in poor registration. The system alerted the user of a shift in the registration. The user chose to continue with the shifted scan.

Event description:
It was reported that four pedic/e screws were not placed according to the screw plan. Intra-operative imaging showed the screws were placed medially and were off by two vertebral levels. The screws were removed and new anterior, posterior, and lateral c­ arm images were registered and merged. Using the excelsius gps, the screws were correctly placed at ls and s1 according to the initial plan.